Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot was performed and passed with a known good battery. Reciever log reviewed was performed and passed with a known good battery. Log review] was performed and fttloss was found, indicating the allegation occurred. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.